Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Information was subsequently received that this device was explanted and the device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker declared elective replacement indicator (eri). The patient was seen last (B)(6) 2013 and the gas gauge indicated one and half years remaining with a magnet rate of 100; however, the patient device was checked recently and declared eri with a magnet rate of 85. Boston scientific technical services (ts) asked information from prior follow up and explained that magnet rate will go to 90 approximately one year prior to eri. The health care professional (hcp) reprogrammed the device to 2v the day the call was made. The device was scheduled for change out. Attempts to obtain additional information was unsuccessful. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.